Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) could not duplicate the reported issue. The fse cycled a rack several times through the g8 instrument with no issues. The fse removed the sample loader to inspect it and found no issues. The fse then proceeded to clean and lubricate the sample loader, ran quality controls, and patient samples with no issues. No further action was required by the fse. G8 instrument was functioning as designed. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018. There were three (3) similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 708 x1-axis error explanation: operation error in x1-axis. Countermeasure: inspect x1-axis. Execute sample loader rotate. The most probable cause of the reported event could not be determined. The g8 instrument was functioning within specifications.

Event description:
On (B)(6) 2018, a customer reported getting 708 x1-axis error messages with the g8 instrument. The customer reported that sample rack was jammed on the lower cup switch roller. The customer was able to push a sample rack through manually; however, the customer was now having sample detection issues. The customer requested service in order to address the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4) per exemption number e2017013. Device evaluation by manufacturer: corrected data: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 27-dec-2016 through aware date 27-jan-2018. There were no other similar complaints identified during the searched period.

Event description:
N/a.